Manufacturer narrative:
(B)(4). The two devices returned had a small cut in the balloon, likely caused by a sharp instrument. Balloons can be easily compromised if they come in contact with sharp objects or sharp packaging material. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, there was a burst balloon on manipulators. Another device was used to complete the procedure. There were no adverse consequences for the patient.